Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose or disconnected pyxis bus cable, which resulted in the auxiliary drawers not being detected and preventing recovery of aux 1.1 and worn or stiff tower door latches, which led to intermittent door operation and failures. A field service engineer (fse) reseated the bus cables and row board to restore proper communication and power to the auxiliary drawers. Tower door latches were cleaned and lubricated. Post-repair validation using hardware test application diagnostics and functional testing confirmed all drawers and doors were operating normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1.1 p06b drawer would not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.